Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right atrial (ra) lead was also noted to be fractured two years prior to the initial report. At that time a device replacement procedure occurred where the physician visually observed the fracture, however since the patient was not atrial dependent the decision was made to insert the ra lead into the new implantable cardioverter defibrillator (ICD).